Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Review of the device data log had no related findings. Functional testing included accuracy testing. Three delivery accuracy tests were performed. The delivery accuracy tests found the pump to be well within the published specification of +/-6%. Based on the evidence, the complaint was unable to be confirmed.

Event description:
Information was received indicating that this ambulatory infusion pump over delivered by -6.75%. It was not specified whether or not this occurred during infusion. No adverse patient effects were reported.

Event description:
Additional information received: occured during testing, no patient involvement.